Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conconmitant of medical products: other relevant device(s) are: product ID: enew2020c80ee, serial/lot #: (B)(4), ubd: 23-feb-2011, UDI#: (B)(4); product ID: enbf2816c145ee, serial/lot #: (B)(4), ubd: 17-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that an unknown endoleak was observed on imaging 9.5 years later. The cause of the event is unknown. No additional clinical sequelae were reported.